Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was not holding a charge and the patient had trouble keeping it charged since it was implanted. The ins was also overdischarged, so the impedances and old programs could not be accessed. The ins was explanted and replaced on (B)(6) 2018 and the manufacturer representative requested the ins from the or staff to be sent in for analysis. No further complications are anticipated.

Manufacturer narrative:
Analysis found that the battery capacity of the implantable neurostimulator was reduced due to a previous overdischarge. Device evaluation result code does not apply. Device evaluation conclusion code does not apply. If information is provided in the future, a supplemental report will be issued.